Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Poly wear after being in for 18 years was reported. Patella and poly were exchanged for new 3051-0910 and 3042-0005. Implants were given to the patient.